Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range left ventricular (lv) pacing impedances. In addition, there was no capture in the lv. Technical services provided troubleshooting options. Additional information has been requested but not provided at this time. This crt-d remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.